Event description:
A supplies manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 10 minutes into the hemodialysis (hd) treatment. The leak was described as being seen at the arterial header of the dialyzer. Blood tests strips were not used. The amount of blood loss was not indicated. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.